Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports the cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage to the plastic channel retaining the pins of the usb (universal serial bus) port were observed. The damage observed did not affect the readers ability to charge or connect to computer. Usb charger and usb cable were not returned with the reader. No evidence of reader was getting too hot when is charging was observed. The built-in reader test was unable to be performed due to apply blood message appearing on the screen. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no signs of damage, burn marks or corrosion was observed. The battery voltage was measured and the result was not within the specification range. Reader was monitored under thermal camera during operation and temperature was observed to be 30°c and above. An extended investigation was performed. A review of the case history was performed. The adc cable and adapter were not returned. A visual inspection of the reader was performed using digital microscope and minor liquid contamination was observed but was not enough to affect the functionality of the reader. Data review was not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench for functional testing. The returned battery was measured to be under the required specification. The reader was able to be powered on with the returned battery, and the reader was able to be charged successfully. The reader was turned off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured to be within the specification range. The off current test show that the reader was not drawing excessive amounts of current and was operating as intended. A thermal camera was used to observe any hotspots on the reader. Hotspots were not observed when using battery power but was observed on u5 component when plugged in via usb. It was normal for a hotspot to be present on the power management chip (u5) when the reader was charging. This was recreated and observed on a known good reader when plugged in via usb, showing that this was a normal occurrence. The current consumption test was within specification, the reader functioned as intended, and there was no evidence of smoke, shock, or fire; therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports the cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.